Event description:
Reporter alleged high blood glucose readings for the last two weeks of 250's - 500's mg/dl where customer's normal glucose is 110's - 120's mg/dl. It was stated customer went to the doctor as a result who advised him to go to the hospital to test glucose. Customer stated at 2:30 pm on the hospital meter, it read 57 mg/dl compared to customer's meter reading of 357 mg/dl when tests were 1 minute apart. Customer reported afterwards at 6:15 am a lab was performed which measured 107 mg/dl compared to the customer's meter reading of 418 mg/dl back to back with another result from customer's meter of 448 mg/dl within another 3 minutes. Customer indicated being given juice at the hospital when glucose read low however no other actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.